Manufacturer narrative:
The device was not made available nor were patient details provided. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received via clinical study that there was a deep wound infection. The device was explanted on an unknown date. No additional information was provided.